Event description:
It was reported that there was a hole in tubing and there was leakage with a bd vacutainer® push button blood collection set. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2). It was reported that tubing in wingset had a hole and was leaking. We have had 4 defective 21 gauge butterflies. The tubing has a hole and blood spurts out. We had two last week and 2 today.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Pressurized leak testing of the customer samples was performed and leakage caused by a cut in the tubing of one sample was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#764355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was observed. Further investigation activities have been conducted through CAPA #764355 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA #764355 was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a hole in tubing and there was leakage with a bd vacutainer® push button blood collection set. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2). It was reported that tubing in wingset had a hole and was leaking. We have had 4 defective 21 gauge butterflies. The tubing has a hole and blood spurts out. We had two last week and 2 today.